Event description:
It was reported that patient fell, and the cervical lead had multiple high impedances and the patient experienced discomfort at lumbar ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was replaced and ipg pocket site was revised and made more comfortable. Effective therapy was restored.

Manufacturer narrative:
During processing of this incident, further information regarding weight was requested but not received. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.